Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer's screen on his insulin pump does not display anything. The patient's blood glucose was at 187 mg/dl. The customer stated that the insulin pump was old but had worked the last time he used it. The customer stated that there were no significant events that could have led to the issue. The customer was sent out a new battery cap and advised to monitor the device for any future issues with the insulin pump.